Event description:
The inspiratory breathing limb touched the expiratory limb. While both limbs were placed under a blanket. The expiratory limb got hot and melted, created a small hole and caused the circuit to leaks. Both limbs do have heated wire inside.====================== manufacturer response for universal neonatal heated ventilator breathing circuit, hudson rci======================they are still under investigation.